Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was admitted with st elevation myocardial infarction (stemi). The physician advanced the 2.5 x 12 mm trek to the moderately tortuous right coronary artery. No resistance was noted during advancement of the trek; however, a kink was noted in the dilatation catheter, but the location was not noted. The trek was pulled back for positioning; however, the balloon portion of the dilatation catheter remained still. It was noted that the trek dilatation catheter had separated and remained on the guide wire. An additional guide wire was advanced and the two guide wires were entwined to remove the separated segment of the dilatation catheter. No portion of the guide wire remained in the patient anatomy. At the end of the procedure, the patient was in stable condition. On (B)(6) 2015, the patient was brought back to the cath lab for diagnostic angiography and it was noted that all looked good. No additional information was provided.